Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. Full initial rep name:(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found the ECG and pressure signals to be working normally. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) exhibited no EKG or pressure signal during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.